Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor reported a patient's status post a right total hip done on (B)(6) 2017. X-rays revealed a periprosthetic fracture. The doctor decided to revise the stem to a restoration modular per surgical technique. He also applied 6 cables to reinforce the fracture. A new head was implanted and the surgical site was closed. The surgery was performed without incedence.

Event description:
The doctor reported a patient's status post a right total hip done on (B)(6) 2017.x-rays revealed a periprosthetic fracture. The doctor decided to revise the stem to a restoration modular per surgical technique. He also applied 6 cables to reinforce the fracture. A new head was implanted and the surgical site was closed. The surgery was performed without incedence.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; unique identifier (UDI) #; PMA/510(k) #; device manufacture date. An event regarding a periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot.. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.